Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The caller reported that the patient programmer (pp) would not power up. They stated that they wanted to use the pp to turn the implantable neurostimulator (ins) off as directed by the patients¿ healthcare professional. The caller could not state whether the pp had been dropped or wet and that the patient hadn't used the pp for a while. The caller replaced the batteries with brand new (B)(6) but it did not resolve the issue. The caller was unable to verify that the batteries were (B)(6) as the writing on them was too small. The patient then stated that the device never helped her. The patient felt that the stimulator did not help her contain her urine any better than before. The patient also stated that she has not felt stimulation I n 6 months. The patient stated that she no longer needs therapy as she is taking medication which is working for her. The patient stated that they need to either take out the ins or get a new one as she has had it for 5 years already. Additional information from a patient reported that along with their daughter they attempted to turn off the device. The patient stated that the light on the hand held thing wasn't working. The patient stated they were turning it off because they had not felt it for a year and didn't think it was doing any good. The patient stated it was time to take it out or change the battery or turn it off and see if they could go without it. The patient stated that during the phone call they reported it was not working, no light. The patient stated the night of the original call it started going very fast and woke the patient up. The patient stated that standing for an hour it quieted it down. The patient noted it was the weekend and the manufacturer was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.